Manufacturer narrative:
Serial number: the device serial number was documented as unknown in the initial report. The device serial number date has been updated as (B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 20, 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified neurosurgery, it was observed that the motor device was ¿wearing out¿. It was further reported that it was very difficult to load the attachment/cutting tool device on to the motor device. There were no delays in the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.